Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Analysis found that the image acquisition system (ias) was not working. There were burnt marks on the battery charger board 2. The motion <(>&<)> x-ray battery, motor battery charger, and battery charger 1 <(>&<)> 2 were replaced. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the machine smoked after being powered on. There was no patient involvement.